Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, he observed sa "red spot" at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified gel/cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). No product deficiency was identified.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, he observed sa "red spot" at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified gel/cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product. Visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, he observed sa "red spot" at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified gel/cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.